Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer loaded new pump supplies, however, drips were not observed to be exiting the infusion set tubing during the load fill tubing process with multiple cartridges. Customer's blood glucose level was 308 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.